Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent recurrent umbilical hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent mesh revision on (B)(6) 2011 due to adhesion and hernia recurrence. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in a separate file. No additional information was provided.